Manufacturer narrative:
Analysis of the lead (lot #va1mqtt) found that the distal end of the lead was stretched (insulation "squished" between electrode #1 and #2). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot#: va1mqtt, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare professional (hcp) regarding an implantable neurostimulator (ins). It was reported that the lead got caught in the introducer sheath. The physician was trying to remove the lead from the introducer and the lead started to stretch. The hcp did not go past the 2nd white marker so the times had not been deployed at that time. The hcp was asked to pull everything out and when she did that, it looked like one of the electrodes was caught on the tip of the introducer. The stretched lead was removed and patient was implanted with another lead. No symptoms reported. No further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there was no implantable device involved with this event. The event occurred during stage 1. The patient weight is noted as (B)(6) pounds and the leads was returned to manufacturer.